Manufacturer narrative:
E1: name of initial reporter is unknown. The device was returned and evaluated, and the investigation for the reported display issue has been completed. When console was brought to field service, the issue was reproduced. Inspection of the screen assembly revealed a misaligned connector on the lvds port of the tft array, that was unable to be fully latched, due to bent pins inside the connector. The issue presumably originated during aic manufacturing process, but has not been observed before. After the screen assembly and cable were replaced, the issue was resolved and there was no further flicker observed. The cause of the aic issue was a defective lvds port on the display assembly, which was most likely caused during manufacturing process. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had screen flickering. There was no reported patient involvement.